Event description:
The microcatheter was navigated over the fifurcation and parked in the illiac. The crosslead was inserted into the navicross. After two minutes of manipulation the wire got stuck. The whole system needed to be removed from the patient. No patietn complications. The tortuosity was severe.